Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implanted pump. The healthcare provider reported that the pump pocket was infected, so the pump was explanted in may. The exact date was unknown. With regards to the environmental, external, or patient factors that may have led or contributed to the issue, the patient stated that they fell; their incision had a small dehiscence due to the fall; and the infection occurred shortly after. No exact time frame was provided. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.